Manufacturer narrative:
Trend analysis conducted and excluding this account, no adverse trends observed for et tube self extubation. Device history records review could not be conducted because the lot number was not provided. Sample not returned so sample evaluation not possible. Root cause of reported et tube self-extubation could not be determined. Only the di portion of the UDI information is known due to lack of lot number information.

Event description:
This report is 16 out of 17 reports. It was reported that this facility observed an increase in unplanned endotracheal tube extubations while the anchorfast endotracheal tube fastener was in use. It was reported that the facility did not observe any device malfunction and they are not sure why the unplanned extubations happened. It was further reported that there were 17 unplanned extubations that occurred between june 2025 and january 2026. It was reported through chart reviews that the patient's level of sedation ranged from mild to sedated, the anchorfast neck straps were in use, unable to determine how the ventilator circuits were supported, only one incident reported frequent device changes due to clammy skin, but otherwise, their practice is to change the anchorfast device every 48 hours and as needed, and that 2 of the 17 patients were being turned at the time of the unplanned extubation. Hollister is working with the account to provide training and inservicing as needed.